Event description:
It was reported that a malfunction occurred on the customer's pump, identified by malf 16 code. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use mdi as a backup therapy and was sent a replacement pump.